Event description:
It was reported that the device exhibited episodes of non-sustained rv oversensing. Review of the episodes indicated a possible myopotential oversensing. No intervention was performed. The patient remained stable and will continue to be monitored.